Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer reservoir had air bubbles. The customer¿s blood glucose level was 7 mmol/l. The customer reported that the approximate size of air bubbles was bigger than champagne bubbles and air bubbles during filling process in reservoir. The customer was advised to remove the reservoir from insulin pump. The product will not be returned for analysis.